Event description:
We received the report from our distributor. They stated: the cannula fell out from the hub and remained in the pt. The customer conducted a bone marrow biopsy approaching from ilium (aspirated only once). They aspirated in straight line, extract bone marrow and pulled back the product without bending (without stylet reposition). Resistance was felt and could not take the needle out easily. When pulled with strength, only the hub fell out and the cannula remained in the pt. The doctor did not move the needle right and left. Add'l info: from dr: bone marrow over spilled from the remaining needle. Took approx 15 minutes to stop bleeding after taking out the remaining needle.

Manufacturer narrative:
The pediatric bone needle was used in a (B)(6) pt. There were five device samples from the lot involved in stock when the event was reported. These samples were pull tested with acceptable results. The device sample used was returned and investigated. From reviewing the sample, it was noted the cannula pulled from the hub intact; it did not break off. The customer also returned four add'l devices from the lot number, which were also pull tested with acceptable results. The insertion sites recommended in the dfu for this needle is the tibial tuberosity or the medial malleolus of the distal tibia. The needle was used in the ilium which is known to be more dense then the recommended insertion sites. The reporter stated the doctor did not move the device right and left; instead the doctor pulled with strength when resistance was felt and the needle could not be removed easily. The cannula is designed to be rotated back and forth and works optimally when using this motion rather than pulling the needle straight out. The dfu included with the product states: "to remove the needle, apply gentle traction and rotate the needle cannula back and forth to disengage from bone cortex." This statement is included the dfu since it reduces the force required to remove the needle as it makes the hole created bigger and thus reduces the friction.